Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer. The customer spoke with tandem support multiple times for troubleshooting. Occlusions continued and the pump was replaced on (B)(6) 2026. The customer stated they would continue to use the pump until the replacement arrives.